Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was trying to unlock the pump screen when a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. A replacement pump was offered to the customer, however the customer decline the replacement pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.